Event description:
The pump and catheter were replaced (see MFR report# 6000030200909411). About a week later, the pt has had a stroke and died. The event was not considered to be related to the implanted device. The pump was used to deliver sulfentanil at 9 mg/day.